Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer states, "the pump didn't infuse. It had 5fu in it. Nothing went through. The clamps were open. The line was flushed prior to connecting this to the patient. The flow restrictor was taped to the patient. A biopatch secures it to the patient." No patient injury.